Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Review of system log file didn¿t confirm the reported problem. Upon functional testing fse found that main circuit breaker at m cabinet was tripped due to hospital infrastructure, which leads to unstable power supply to the system. To resolve the issue fse reset m cabinet main breaker. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.